Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "downstream occlusion alarms" was confirmed and reproduced. It was caused by a failed downstream sensor. As a result, the downstream sensor was replaced.

Event description:
It was reported that a pump alarmed downstream occlusion. Any patient involvement, injury or medical intervention is unknown.